Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed to replace the battery and that the batteries had only been working for a few hours. The battery was not previously used and the insulin pump had not been dropped or bumped and had no unattended alarms. It was advised that the customer disconnect and revert to a back up plan.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump was returned for replace battery now alarms and power error 25 was confirmed in the long trace. The detailed trace analysis confirmed the pump alarm replaced the battery now then alarm 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to the non-sleep anomaly software error. The pump was received with a scratched case, a pillowing keypad overlay, a fading serial number label and minor scratches on the lcd window.